Manufacturer narrative:
Additional components potentially involved in the event include: common device name: common device name: dbs extension, model: 6173, UDI:(B)(4), serial:(B)(6), batch:5508727.

Event description:
Related manufacturer reference number: 1627487-2023-04537. Related manufacturer reference number: 1627487-2023-04581. Additional information received indicates, after troubleshooting it was determined that the left lead is fractured. However, the auto reducing issue has been stopped following the extension replacement. Reportedly, there was no issue with the right extension and it was electively explanted and replaced with a new extension. Investigation was unable to determine which of the leads is right or left extension.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-04537. It reported that the patient¿s left lead/extension was showing high impedance resulting in decrease on therapy strength on its own. As such, surgical intervention took place where in the extension was explanted and replaced with new extension to address the issue. However, the left lead still showed high impedance. Additionally, the right extension was also explanted and replaced for an unknown reason. Investigation was unable to determine which of the leads is right or left extension.

Manufacturer narrative:
Date of event is estimated.